Manufacturer narrative:
Per tandem's user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was dropped and subsequently a malfunction alarm occurred. Multiple follow-up attempts were made to complete troubleshooting; however, no response was received. The customer's blood glucose level was 176 mg/dl.